Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was not confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition, electrical, continuity and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with grasping during inspection. No grip misalignment or physical damage detected. The instrument was fully functional.. Additional observations not reported by site: signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The instrument was found to have damaged conductor wire insulation at the distal end. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps clamp was not opening. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.